Event description:
Reporter indicated that the patient had high impedance on a system diagnostics test. The surgeon reviewed x-rays, which did not show a lead break. The device was turned off and the patient has been referred for revision surgery. No further information is available at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.